Manufacturer narrative:
Occlusion, in the IFU is an adverse event associated with coronary stenting and not necessarily an indication of a quality deficiency. Additionally, occlusion and elevated cardiac enzymes are in the no fault risk assessment as no fault procedural complications. The lack of pre-dilation may have contributed to the occlusion; however, this cannot be confirmed. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is possible that the elevated cardiac enzymes are secondary effects of the occlusion. A conclusive cause for the patient effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion is considered to be permanent impairment. Device issue: no device malfunction have been reported. It was reported via a trial that the index procedure was in 2009, and during the procedure there was direct stenting of distal and proximal left anterior descending (lad) and the mid right coronary artery (rca). A 3.0 x 18 mm xience v stent was deployed in the proximal lad and a 2.5 x 8 xience v stent was deployed in the distal lad. A 4.0 x 28mm xience v stent was deployed in the mid rca. When after the proximal lad was treated with the 3.0 x 18 mm xience stent, the first septal branch was lost. The patient was asymptomatic. Cardiac enzyme testing was done the next day and revealed elevation cardiac enzymes. However, there is was no indication of an mi. No additional event or patient information is available.